Manufacturer narrative:
The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issue could not be determined. As noted in the impella instructions for use: cp with smartassist: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ f.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12462 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-12462 was submitted. H5- revised was inadvertently left off the previously submitted manufacture device report 1220648-2024-12462. H.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-12462. A new code was added to component code. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
Abiomed received a notification via abiomed's long-term outcome and quality indicator (loqi) impella registry reporting the patient endured fever and leukocytosis with a "possible" relation to the impella cp. A patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support post percutaneous coronary intervention. The patient was also supported with venoarterial extracorporeal membrane oxygenation. ¿4/5: febrile overnight with uptrending white blood cell count and blood cultures growing strep (not group a, group b, pneumo, or enterococcus). Started on vanc/cefepime. Uptrending levophed requirements, septic dose vasopressin added. Responsive to 500cc ivf x2. Last cardiac index up to 5.0 with svo2 70. 4/6: de-escalated to rocephin per infectious disease (ID) doctor. Transthoracic echocardiogram (tte) limited negative for infective endocarditis (ie) weened from pressors. Off dobutamine. -bacteremia: febrile, hypotensive requiring levo and vaso on 4/4 blood cultures 4/4: group g strep (sensitivities pending) started vanc/zosyn, de-escalated to rocephin 4/5 per ID repeat tte 4/5 limited negative for ie swan ganz removed 4/5 plan: repeat cx 48h on 4/6 @9pm continue rocephin follow-up sensitivities ID following- pending outpatient parenteral antimicrobial therapy (opat) and possible pic if IV antibiotics needed long term pull venous sheath and arterial lines started vanc/zosyn and septic dose vasopressin added to levophed. Line infection favored, swan ganz removed. Responded well to intravenous fluids, weened from pressors on 4/5. Blood cultures 4/4 growing group g strep (sensitivities pending). De-escalated to rocephin 4/5 per ID. Repeat cultures to be drawn 4/6 @ 9pm. Seen by ID, recommended bacteremia was likely related to multiple lines, ECMO and impella and venous sheath have now all been removed. Repeat blood cultures have returned negative. Recommend total 7 days of rocephin, stop date 04/13/2024¿. The patient outcome is unknown at this time.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿